Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/failure to occlude fallopian tubes'), uterine perforation ('perforation (uterus)/migration of essure device/failure to occlude fallopian tubes'), endometriosis ('endometriosis'), salpingitis ('infection of the fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user in 2009, anemia, caesarean section, tonsillectomy, gravida ii, parity 2, alcohol use and abdominal distension. She denies intermenstrual bleeding/spotting she denies vaginal discharge/irritation/odor, urinary incontinence, and fecal incontinence. She did a home pregnancy test and it was negative. Current weight was 185 lbs. Concurrent conditions included penicillin allergy, weight gain and overweight. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"), 6 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced migraine ("migraines/migraines/headaches"), headache ("headaches") and dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal blleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced gastrointestinal motility disorder ("gastrointestinal or digestive system condition/seeing gi md"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), allergy to metals ("nickel allergy"), back pain ("back pain"), anaemia ("anemia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and abdominal distension ("stomach swelling"). The patient was treated with metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and surgery (underwent bilateral salpingectomy and total hysterectomy, endoscopy, underwent bilateral salpingectomy and total hysterectomy,endoscopy and underwent salpingectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, depression, anxiety and abdominal pain lower had resolved and the salpingitis, genital haemorrhage, menstrual disorder, weight increased, back pain, anaemia, bladder disorder, urinary tract disorder, vaginal discharge and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anaemia, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal motility disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, salpingitis, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2012, early 2012. Discrepancy noted in explant dates: (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015 and surgery: endoscopy; hysterectomy with unilateral salpingectomy. Current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory micro-insert placement bilaterally and bilateral tubal occlusion at the cornua.; on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed via medical record:fatigue,pelvic pain, endometriosis, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received- new events abnormal bleeding (general), bladder or urinary problems or changes, vaginal discharge, lower abdomen pain, stomach swelling were added. Event gastrointestinal disorder was updated to gimd. Lab data was added. Patient's race was added. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation (uterus)/migration of essure device'), endometriosis ('endometriosis') and salpingitis ('infection of the fallopian tube') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user in 2009, anemia, caesarean section, tonsillectomy, gravida ii, parity 2, alcohol use and abdominal distension. She denies intermenstrual bleeding/spotting she denies vaginal discharge/irritation/odor, urinary incontinence, and fecal incontinence. Concurrent conditions included penicillin allergy, weight gain and overweight. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced depression ("depression") and anxiety ("mental anguish"), 6 months 9 days after insertion of essure. On (B)(6)2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6)2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced nausea ("nausea"). On (B)(6)2013, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2015, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), allergy to metals ("nickel allergy"), back pain ("back pain") and anaemia ("anemia"). The patient was treated with metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and surgery (underwent bilateral salpingectomy and total hysterectomy and underwent salpingectomy and fulguration of endometriosis). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, depression and anxiety had resolved and the salpingitis, menstrual disorder, weight increased, back pain and anaemia outcome was unknown. The reporter considered allergy to metals, anaemia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, salpingitis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2012 and (B)(6)2012. Discrepancy noted in explant dates: (B)(6)2015 and (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: essure device was successfully occluded. She did a home pregnancy test and it was negative. Current weight was 185 lbs. Concerning the injuries reported in this case, the following one/ones were confirmed via medical record:fatigue,pelvic pain, endometriosis, dysmenorrhea and menorrhagia most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: new events - back pain, anemia and infection of the fallopian tube were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation (uterus)/migration of essure device") and endometriosis ("endometriosis") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, caesarean section, tonsillectomy, gravida ii, parity 2, alcohol use, tobacco user in (B)(6) and abdominal distension. She denies intermenstrual bleeding/spotting she denies vaginal discharge/irritation/odor, urinary incontinence, and fecal incontinence. Concurrent conditions included penicillin allergy, weight gain and overweight. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 7 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6)(B)(6), the patient experienced nausea ("nausea"). On (B)(6)2013, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal blleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2015, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criterion medically significant). On (B)(6)2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with metronidazole (metrogel), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy) and surgery (underwent salpingectomy and fulguration of endometriosis). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, depression and anxiety had resolved and the menstrual disorder and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded she did a home pregnancy test and it was negative. Current weight was 185 lbs. Concerning the injuries reported in this case, the following one/ones were confirmed via medical record:fatigue,pelvic pain, endometriosis, dysmenorrhea and menorrhagia most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Updated patient demographics. Concomitant disease, concomitant drugs were added. New event weight gain added. Psychological or psychiatric problems updated to depression and mental anguish. Updated onset date of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/failure to occlude fallopian tubes'), uterine perforation ('perforation (uterus)/migration of essure device/failure to occlude fallopian tubes'), endometriosis ('endometriosis') and salpingitis ('infection of the fallopian tube') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user in 2009, anemia, caesarean section, tonsillectomy, gravida ii, parity 2, alcohol use and abdominal distension. She denies intermenstrual bleeding/spotting she denies vaginal discharge/irritation/odor, urinary incontinence, and fecal incontinence she did a home pregnancy test and it was negative. Current weight was 185 lbs. Concurrent conditions included penicillin allergy, weight gain and overweight. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"), 6 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal blleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced migraine ("migraines/migraines/headaches"), headache ("headaches") and dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced abdominal distension ("stomach swelling"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced gastrointestinal motility disorder ("gastrointestinal or digestive system condition/seeing gi md"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("persistent menstruation issues"), allergy to metals ("nickel allergy"), back pain ("back pain"), anaemia ("anemia"), pollakiuria ("urinary frequency"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and vaginal"), vaginal infection ("vaginal infection"), urinary tract infection ("uti") and bacterial infection ("bacterial infection"). The patient was treated with metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and surgery (fulguration of endometriosis, underwent bilateral salpingectomy and total hysterectomy, endoscopy and underwent bilateral salpingectomy and total hysterectomy,endoscopy, salpingectomy-unilateral, surgic). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, depression, anxiety, vaginal discharge, abdominal pain lower, abdominal distension, cystitis, vaginal infection and urinary tract infection had resolved and the salpingitis, menstrual disorder, weight increased, back pain, anaemia, urinary incontinence, pollakiuria and bacterial infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anaemia, anxiety, back pain, bacterial infection, bacterial vaginosis, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal motility disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pollakiuria, salpingitis, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2012, early 2012. Discrepancy noted in explant dates: (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015 and surgery: endoscopy; hysterectomy with unilateral salpingectomy. Current weight: 180 lbs. Patient received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory micro-insert placement bilaterally and bilateral tubal occlusion at the cornua; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: not provided. Concerning the injuries reported in this case, the following one/ones were confirmed via medical record:fatigue, pelvic pain, endometriosis, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: fu 11 and 12 were processed together. Event outcome were added and reporter were updated. On 3-jun-2020: fu 11 and 12 were processed together.quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/failure to occlude fallopian tubes'), uterine perforation ('perforation (uterus)/migration of essure device/failure to occlude fallopian tubes'), endometriosis ('endometriosis'), salpingitis ('infection of the fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user in 2009, anemia, caesarean section, tonsillectomy, gravida ii, parity 2, alcohol use and abdominal distension. She denies intermenstrual bleeding/spotting she denies vaginal discharge/irritation/odor, urinary incontinence, and fecal incontinence *she did a home pregnancy test and it was negative. Current weight was 185 lbs. Concurrent conditions included penicillin allergy, weight gain and overweight. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"), 6 months 9 days after insertion of essure. On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal blleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced migraine ("migraines/migraines/headaches"), headache ("headaches") and dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced abdominal distension ("stomach swelling"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdomen pain"). On (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced gastrointestinal motility disorder ("gastrointestinal or digestive system condition/seeing gi md"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), allergy to metals ("nickel allergy"), back pain ("back pain"), anaemia ("anemia"), pollakiuria ("urinary frequency"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder and vaginal"), vaginal infection ("vaginal infection"), urinary tract infection ("uti") and bacterial infection ("bacterial infection"). The patient was treated with metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and surgery (fulguration of endometriosis, underwent bilateral salpingectomy and total hysterectomy, endoscopy and ). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, allergy to metals, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, depression, anxiety, abdominal pain lower and abdominal distension had resolved and the salpingitis, genital haemorrhage, menstrual disorder, weight increased, back pain, anaemia, urinary incontinence, pollakiuria, vaginal discharge, cystitis, vaginal infection, urinary tract infection and bacterial infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anaemia, anxiety, back pain, bacterial infection, bacterial vaginosis, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal motility disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pollakiuria, salpingitis, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2012, early 2012. Discrepancy noted in explant dates: (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015 and surgery: endoscopy; hysterectomy with unilateral salpingectomy. Current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory micro-insert placement bilaterally and bilateral tubal occlusion at the cornua.; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were confirmed via medical record:fatigue,pelvic pain, endometriosis, dysmenorrhea and menorrhagia most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received-new events: bladder, vaginal infection, uti, bacterial infection were added. Event urinary tract disorder replaced with urinary frequency. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation (uterus)/migration of essure device") and endometriosis ("endometriosis") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, caesarean section, tonsillectomy, gravida ii, parity 2, alcohol use, tobacco user in 2009 and abdominal distension. She denies intermenstrual bleeding/spotting she denies vaginal discharge/irritation/odor, urinary incontinence, and fecal incontinence. Concurrent conditions included penicillin allergy and weight gain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 14 days after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2013, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal blleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems") and fatigue ("fatigue"). The patient was treated with metronidazole (metrogel), surgery (underwent bilateral salpingectomy and total hysterectomy) and surgery (underwent salpingectomy and fulguration of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, endometriosis, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, allergy to metals, mental disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and gastrointestinal disorder had resolved and the menstrual disorder outcome was unknown. The reporter considered allergy to metals, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded she did a home pregnancy test and it was negative. Concerning the injuries reported in this case, the following one/ones were confirmed via medical record:fatigue,pelvic pain, endometriosis, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:event fallopian tube perforation, perforation (uterus), migration of essure device, abnormal vaginal blleeding, menorrhagia, bacterial vaginosis, nausea, nickel allergy, psychological or psychiatric problems, migraines, headaches, dysmenorrhea, endometriosis, dyspareunia, fatigue, gastrointestinal or digestive system condition added from pfs and concurrent condition,treatment drug,medical history added.reporters added and medically confirmed case. Events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (total hysterectomy ). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.